Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and liquid contamination was observed in usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Visually inspected the usb/charging cable and no issues were observed. Short was observed on the pin. Usb/charging cable failed testing. The returned reader was further investigated and de-cased and was placed into the reader test fixture. An extended investigation was performed. A review of the case history was performed. The returned usb/charging cable was observed to have an open on the pin. A visual inspection was performed using a digital microscope. Contamination due to liquid ingress was observed in the usb port of the returned reader as well as on nearby test points. No issues were observed on the returned usb cable. Visual inspection was unable to be conducted on the adapter due to it not being returned. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured and the result was not within the specification range. The returned battery was observed to charge normally. No abnormalities were observed on the returned battery. Off current was measured to be within the specification range. A cable tester was used to test the returned usb cable. An open was observed on pin 3. The open on the pin of the returned usb cable was likely caused by the contamination in the usb port of the reader. A built-in self-test was conducted using the reader's software and was observed to be passed. No evidence of smoke, fire, or shock was observed during the investigation. The current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation, and contamination due to liquid ingress was observed in the returned reader¿s usb port; therefore, this issue is not confirmed to use. The adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.